Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Insufficient medical records were received for review with a clinical consultant. The exact cause of the event could not be determined because further information such as pre-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining root cause. The reported event regarding instability of a triathlon insert was not confirmed.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient stated her knee was unstable. The doctor inspected the knee. Poly was loose. The doctor revised the knee by exchanging the insert.

Event description:
The patient stated her knee was unstable. The doctor inspected the knee. Poly was loose. The doctor revised the knee by exchanging the insert.